Manufacturer narrative:
Investigation could not be completed, no conclusion could be drawn as no device was returned and no lot number was provided.

Event description:
During a procedure for orif proximal tibia, the surgeon placed the plate and as he was tightening the screw, the screw head stripped. The surgeon attempted to remove the screw using the conical extraction screw and the tip broke off inside the screw head. The surgeon was unable to remove the screw and left it in the pt. The surgeon completed the procedure and the conical extraction screw was discarded after the procedure.

Manufacturer narrative:
(B)(4)